Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, as it had not been reset within the last 24 hours, and the malfunction code did not recur after this reset. Customer acknowledged the guidance to continue using the pump and to contact support if the issue recurs.